Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they weren't feeling therapy and then noticed the plug was not connected to the ens. They didn't know when this happened, but they saw the wires were out of the little pouch so they plugged it back in, but there was no green button. As a result of what was reported, they were advised to contact their healthcare provider (hcp). Later on that day, patient called back requesting their sales representative (rep) to contact them. They added that they called the hcp's office to find it closed and they won't be able to do anything about it until monday; the patient would like something to be done about this as soon as possible. The next day, patient said they were able to get the device plugged back in and green light on with help from their spouse. They added that they were in a lot of pain in their tailbone. They also feel the lead wire on the left side is broken, has moved, or something because it no longer works. They noted they are currently on their right side and feels comfortable. As a result of what was reported, they were advised to contact the hcp's office. On november 24, patient said they were still sore in their tailbone and doesn't think the left lead is working because they get a dull pain. No further patient complications have been reported as a result of this event.